Manufacturer narrative:
(B)(4)

Event description:
The customer complained that on their cobas 8000 c (701) module the reaction cuvettes were overfilling causing questionable results. The customer provided the data for 6 patient samples. Of which 4 patient results were a reportable malfunction for ca2 calcium gen.2 (ca2) and 1 patient result was a reportable malfunction for ureal urea/bun (bun). Patient 1 initial ca2 result was 4.9 mg/dl with a repeat result of 8.7 mg/dl. Patient 2 initial ca2 result was 4.5 mg/dl with a repeat result of 8.3 mg/dl. Patient 3 initial ca2 result was 5.4 mg/dl with a repeat result of 6.7 mg/dl. Patient 4 initial ca2 result was 5.0 mg/dl with a repeat result of 6.8 mg/dl. Patient 5 initial bun result was 64 mg/dl with a repeat result of 111 mg/dl. The erroneous results were not reported outside of the laboratory. The repeat testing was performed on another cobas c701. The repeat results were deemed to be correct. There was no adverse event. The reagent lot and expiration date information for ca2 and bun was requested but was not provided. The field engineering specialist found the rinse water volume that was being added to the reaction cuvettes by the cell wash mechanism to be improperly adjusted. He adjusted the rinse water volume. The customer calibrated and ran controls. All control results were acceptable to the customer and system was considered operational.

Manufacturer narrative:
Further investigation confirmed the field engineering specialist initial finding as the root cause.